Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument did not work. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "I was just told by surgery this item was not working properly¿.